Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (e30). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. However, the following reportable malfunction was identified during the device evaluation: poor quality image. The most probable cause is due to a damaged charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.